Event description:
User facility reports that 1/2 hour into hemodialysis treatment a leak was noticed at the connection between the bloodline venous patient connector and the patient's catheter. Staff report that luer cone on the patient connector appeared to be cracked or have a small piece broken off. The sample was not returned to the manufacturer. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.